Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement which was confirmed through pacemaker testing and x-ray. A new lead with the same model was implanted. No additional adverse patient effects were reported.